Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the issue with a delay. We have reminded them to review FDA reporting guidelines in order to prevent this from happening again. The issue is being investigated by manufacturing site. Device not returned to the manufacturer.

Event description:
On 1st july, 2019 getinge became aware about an issue with one of the accessory- air glide system (ags) used with washer disinfector. As it was stated, the end stop pin on the ags was blocked leading to cart falling off the accessory during unloading from the washer . There was no injury reported, however it was decided to report this issue based on the potential, as any cart falling off from ags might led to an adverse event. The ags is not registered as a medical device itself, however it was being used with washer disinfector as a system, therefore will be reported such as.

Manufacturer narrative:
When reviewing reportable events, we were able to establish that there were several reportable complaints considering this failure mode the getinge ags loading equipment is not registered as a medical device itself but since upon issue occurrence, it was used together with washer-disinfector, we decided to report the complaint to competent authorities in regard to the system. The accessory with serial number: (B)(6) was manufactured on 25th august, 2004. Unfortunately, we were not provided with an information regarding exact washer disinfector used with this loading equipment. As explained by the customer, the end pin of conveyor was stuck resulting in situation when cart detached from it and fell down. There was no injury reported related to this issue. However having in mind similar cases and considering the worst case scenario we decided to report this issue based on the potential, as it might lead to an adverse event if it was to reoccur. After incident occurred, the accessory has been inspected by getinge technician. It was found that docking box pin was stuck and the unloading arm was damaged. As a remediate action the mechanism was replaced and the device was returned for usage by customer. The issue was investigated by the manufacturing site. It was stated that in case of locking end stop pin in down position, ags will stop and the reset button will indicate an error with the accessory. In the situation described user is to call for technician support. Based on performed investigation, it has been defined that for this device unit, is the most likely scenario of cart falling off from the ags is related to the user not following instructions of contacting technician in situation when error occurred on the device and this contributed to the event. In summary, when the event occurred, the device played a role in the event and did not meet its specification. In the time when the event occurred, the accessory was not being used for patient treatment. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).